Event description:
The customer reported to olympus, paper scraps stick to the tip on the evis exera lll gastrointestinal videoscope. During the inspection of the returned device, the nozzle was clogged. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered, the nozzle was clogged, and the amount of air supply was insufficient, the drainage function was deteriorated, the angle wire was bent, and the angle knob was not properly working due to the extension of the angle wire. Additionally, there were wrinkles in the insertion part, there were scratches on the sw1, the scope connector side of the universal cord also had scratches and the paint on the suction cylinder was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-mar-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing/ disinfection by the user. It is recommended to the user to check for abnormalities in the usage environment and handling such as cleaning, disinfection, and sterility methods. Olympus will continue to monitor field performance for this device.